Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found a procedural non-conformance where the device had a reduced capacity and had entered an overdischarged state after not being recharged by the patient. See the product analysis summary below. Product analysis #(B)(4):the ins had no telemetry and no output when it was received for analysis. After a physician mode recharge, telemetry was restored. After being fully recharged, the ins passed functional testing. According to the trace report taken from the ins, the battery had depleted to the "sleep/lock" mode on (B)(6) 2015. Two recharges were performed after this on (B)(6) 2015, however, they were too short to recharge the battery above the "sleep/lock" mode. The ins battery subsequently depleted to an overdischarged condition. According to the trace report, this was the first overdischarge experienced by the ins.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n517233, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer representative via the patient reported the device was confirmed to be in overdischarge. The reason was because the patient decided not to charge. They met with them and attempted one trickle charge but it did not bring the device out of overdischarge. The device was explanted and the system was replaced. The patient recovered without sequela. Indications for use are as follows: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.